Event description:
A report was received that the pt could not feel any stimulation. The bsn sales representative met with the pt and discovered that 12 contacts had high impedances. During the lead revision, the physician was unable to reposition the leads due to scar tissue. The leads were explanted, leaving only the ipg implanted.